Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20154. Further follow up identified the ipg reported as device 2 was explanted and replaced which resolved the issue. Reportedly, the patient has effective therapy postoperatively.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20154. It was reported, the patient's ipg was inoperable. A sjm representative confirmed the communication issue between ipg and multiple external devices. Surgical intervention will be taken at a later date to address the issue. The patient received two ipg's. It is unknown which one is related to the issue. Therefore, both are being reported. Event date is unknown.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.